Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for no additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the missing additive was determined to be mishandling of a rejected tray of tubes.

Event description:
It was reported that after withdrawing blood and before testing on machine many blood samples in the bd vacutainer® plus citrate tubes had clotted. After checking the unused tubes 300ea tubes without additive were found, these tubes were found in 4 cases and dispersed in many sp. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it. The 510k number is k013971.